Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 8 mm on the non-coronary cusp and 10 mm on the left coronary cusp. Transesophageal echocardiogram (tee) revealed mild paravalvular leak (pv l) and the valve appeared constrained. A post balloon aortic valvuloplasty (bav) was performed. Upon balloon inflation, the balloon and valve moved toward the left ventricle (lv). The pvl became moderate-severe. Another bav was performed and the pvl remained unchanged. An angiogram revealed the depth was 16 mm. Multiple attempts were made to pull the valve upward with a snare. After each attempt, the valve would drop back into the lv. A second valve was implanted within the first valve at 6 mm and a post-bav was performed reducing the pvl. No further treatment was required. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, the report of the ¿valve appeared constrained¿ most likely was due to suboptimal position as the valve was implanted deep at 8 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. In this case, it was reported that the valve dislodged/moved toward the left ventricle upon the balloon inflation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position as the valve ended up at 16 mm. With the limited information and no images/cines to review, medtronic is unable to conclusively determine the cause for this report. The device instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.